Event description:
The sales representative was contacted by a doctor from (B)(6). The doctor had reported, a postoperative x-ray purportedly reveals a screw that may be backing out on an irix-c implant. The patient is asymptomatic and the doctor plans to monitor the patient, with no plan for revision surgery at this time.

Manufacturer narrative:
Initial report sent: 10/08/14.(B)(4): device is still implanted in patient.